Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately torutous and moderately calcified superficial femoral artery. A 6.0 x 200, 135cm mustang balloon catheter was advanced for dilatation. However, during the initial inflation at 14 atmospheres for less than 30 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.